Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a component on the inverter board failed and overheated which carbonized the surrounding area. The damage from the failure was fully contained within the housing and posed no risk of exposure to the user or patient. Inverter board failure is the cause of the complaint of dark screen.

Event description:
This report is to advise of an event observed during analysis.